Event description:
It was reported that during a photovaporization with this fiber, the device was working normally for about 40 minutes, but then it began to fire out of the tip of the fiber. The physician requested to replace the fiber and the procedure was completed without reported complications.

Event description:
It was reported that during a photovaporization with this fiber, the device was working normally for about 40 minutes, but then it began to fire out of the tip of the fiber. The physician requested to replace the fiber and the procedure was completed without reported complications.